Manufacturer narrative:
(B)(4). Additional devices: rlt351414/13368061, pxl161207/14431306. Patient medications include but are not limited to: lipitor, zofran, aspirin, carvedilol, clopidogrel, docusate sodium, lisinopril, pantoprazole, metoprolol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The instructions for use for the gore® excluder® aaa endoprosthesis states: adverse events that may occur and / or require intervention include but are not limited to; neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure without any reported complications or endoleak and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient experienced a cerebrovascular accident (cva) of the right frontal lobe, which entailed left-sided hemiparesis and a left facial droop. It was reported that a carotid doppler showed 70-80% stenosis of the right carotid artery, a superadded operative procedural risk for the patient. By discharge improved neurological status was reported and the patient is reported to be ambulatory.